Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother of the recipient reported that the recipient fell from the table, after which he no longer had hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell off a table, after which he no longer had hearing sensation with the device. The user has been re-implanted on april 04, 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for a possible re-implantation has been given.

Event description:
The user fell off a table, after which he no longer had hearing sensation with the device. Re-implantation is considered, but no date has been made available yet.